Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the stent did not cross the lesion and partially dislodged from the balloon. After removal from the patient, it was noticed that a stent strut was flared at the proximal part of the stent. No additional event or patient information is available.